Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the result values did not match after unit conversion factor was applied between the analyzer patient data logs and aqure (serial number: (B)(6)). Out of 583 results, 21 of them did not match. This was not used during treatment of patients.

Manufacturer narrative:
Date of event is estimated based on date received by manufacturer.

Manufacturer narrative:
It was confirmed by the customer that the analyzer nor the software had failed. Hence the root cause is no malfunction, and the analyzer had worked as intended. Therefore, this incident does not meet the criteria for a reportable MDR.